Manufacturer narrative:
H3, h6: the navio tka distal femur punch - 45mm, rob00061, used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A log file review was performed. The reported problem was not confirmed. The provided log files did not reveal any further information regarding the reported complaint event. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. An escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The navio surgical system is a surgical tool designed to assist the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. This failure is an identified failure mode within the risk assessment. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation and the device would not be returning for evaluation. Based on the information provided, the patient impact beyond the reported cutting block intervention could not be determined,as reportedly, there was no patient injury/harm or other complications. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that during cori tka procedure, the surgeon realized there was some play with the punch tool. He was anterior 1.5 mm after carefully seating and malleting the punch tool in the femoral lugs, which were prepared with a 5mm bur. The case was set for legion ps. The bone was hard. He moved the distal cutting block posterior to correct this, as confirmed with the plane visualization tool. Delay reported less than 30 minutes. No patient harm or additional complications were reported.